Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis included reflin injection (1 gram, once daily, route not reported) and tobramycin injection (1 gram, once in 5 days, route not reported). The treatment was ongoing at the time of this report. The outcome of the peritonitis was not reported. The pd therapy was ongoing. Additional information was requested, but was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown minicap, (B)(4) addresses the transfer set report and (B)(4) addresses the titanium adapter report for this patient.